Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was not impacted. The customer was able to clear the alarm and resume insulin delivery. Additionally the customer stated having difficulty fully inserting the cartridge onto the pump. During inspection with tandem technical support, the customer stated there was an "o ring" at the pneumatic tap. The customer removed the o ring and able to properly fit the cartridge.